Event description:
It was reported that the patient was experienced low back pain. She was unsure if it was related to her interstim treatment. The patient was scheduled to have a CT scan to rule out spine issues. The patient had degenerative disc disease. It was also reported that during a lightening storm the patient experienced shocking and jolting and could not get the device to turn off. The patient had pain down all of her legs. It was also reported that the stimulation was causing right leg pain, so the patient kept the stimulation lower. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).